Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that a pst 500 operating table had the brakes on, and we noticed that the left head end wheel had sunk, and touched the floor. There was no harm to the patient and no medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service performed an on-site investigation at the affected customer and could confirm the reported issue. The hydraulic unit was replaced and the device was working as intended after that repair. The affected hydraulic unit was sent back to baxter medical systems for further investigation. The issue could be reproduced after the hydraulic unit was installed in a similar device. One hydraulic stamp retracted automatically which results in an unstable table. During further investigation with the supplier of the hydraulic unit the most likely caused was traced to a contamination inside the unit which led to a non-return valve no longer works properly and the stamp can be retracted automatically. Based on this, not further actions are necessary.

Event description:
It was reported that a pst 500 operating table had the brakes on, and we noticed that the left head end wheel had sunk, and touched the floor. There was no harm to the patient and no medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).